Event description:
It was reported that the doctor was performing a hand assisted revision of a foreign body, pulling his hand out of the device it tore. The customer used another device to complete the case with no patient consequence. The device was discarded and will not be returned for analysis.